Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the lead could not be positioned due to patient anatomy. Additionally the head of the lead was damaged during the attempt to position. The lead was replaced. No patient complications have been reported as a result of this event.